Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during deployment of a 26 mm sapien 3 valve in the aortic position via transfemoral approach the balloon burst. The valve was almost fully expanded and implanted successfully. A bav was required to fully expand the valve. During removal of the delivery system withdrawal difficulty was encountered. No missing pieces from the balloon were observed. No patient injuries were reported and the patient was doing well post procedure. Per medical opinion, the cause of the balloon burst was unknown as the patient had low calcification.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The product was not returned for evaluation. Procedural imagery provided by the site showed during deployment of the valve the balloon was almost fully inflated at the time of the balloon burst. The balloon burst was confirmed. The liner appears to be delaminated, as the c-marker is pulled to the middle of the sheath. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for balloon burst and delivery system withdrawal difficulty through sheath were confirmed based on the video provided by the site. As the device was not returned, engineering was unable to perform and visual inspection, functional testing or dimensional analysis; therefore, presence of a manufacturing non-conformance was unable to be determined. Review of DHR revealed no indication that a manufacturing non-conformance contributed to the event. A detailed root cause analysis for similar returned complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, and it details why balloons are subject to increased risk of burst in a calcified annulus. As mentioned in the complaint description, ¿annulus leaflets low calcification¿. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. It is possible that the balloon burst resulted in distorted balloon profile. As a burst balloon has an altered profile, which may have led to the withdrawal difficulty. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). In this case, available information suggests that patient factors (calcification) and procedural factors (withdrawal of burst balloon) contributed to the complaint event. The technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. Since no edwards defect was identified in the evaluation, and the occurrence rate did not exceed the trending control limit no corrective or preventative action, nor pra is required.